Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home pd system kaguya set leaked. This occurred during an unspecified step of automated peritoneal dialysis (pd) therapy. The location of the leak was unknown. There was no patient injury or medical intervention associated with this event. No additional information is available.